Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to confirm the reported issue. The fse replaced the endoscope controller (ec) as a precautionary measure. The fse advised the customer that there was a stryker device plugged into the vision side cart power strip, which should have been plugged into an outlet instead. The system was also missing a video processor (vp) filter. The system was tested and verified as ready for use. Isi received the ec associated with this complaint and completed the device evaluation. Failure analysis did not replicate the reported issue but confirmed the fault through the system logs. The ec was installed on a printed circuit assembly (pca) test system, which was launched in a maintenance mode. The system was power cycled 10x without error. The system was then launched in normal mode, at which time the image was confirmed to be normal, and all endoscopic functionality was operational. The endoscope was removed, and reinstalled 5x. Excess friction was present due to corrosion at the dual camera interface board (dcib)/endoscope receptacle port. The port was also observed to be bent, causing additional friction and endoscope installation issues.

Event description:
It was reported during a da vinci-assisted sleeve gastrectomy procedure, the vision was not displayed after installing the endoscope. An intuitive surgical, inc. (Isi) clinical sales representative (csr) explained there were no messages about restoring or failures, but indicated the system encountered a 48265 recoverable fault once the endoscope controller connector was moved while plugged into the system. The site tried swapping to a backup endoscope, but the issue persisted. Due to the issue, the surgeon has elected to convert to laparoscopic surgery with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information regarding the reported event: the system initially powered on without errors, but when an endoscope was plugged in it would not calibrate and the arm displayed a message the endoscope was not plugged in. The site contacted technical support prior to the surgeon converting to laparoscopic surgery. The patient tolerated the laparoscopic surgery and there was no report of patient injury.